Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in the clinic following a patient alert. Upon interrogation, high, out-of-range pacing impedance on the left ventricular lead was noted. The lv lead had become dislodged. Upon revision, the sleeve was found not connected tight enough to the lead, and it was reported the patient's anatomy had been difficult during implantation. The lead was explanted but not replaced due to patient anatomy, and the lv channel was capped. The patient was stable with no adverse consequences.